Event description:
Customer reports the advantage system produced a blood glucose result of 7 mg/dl, which is outside meter reading range of 10-600 mg/dl. Paramedics were called, and customer was treated with an IV (paramedic's meter result unk). The customer did not provide the location where the malfunction occurred. Requested return of suspect device and replacement was sent.